Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed that the customer resolved the issue by restarting the machines, and normal operation was restored. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 3.2 would not open, and drawers in all 6 a carts would not unlock. All operating rooms were in use, and a reboot was planned once the procedures were completed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.